Event description:
During priming of the extracorporeal bypass circuit, the centrifugal pumphead was noted to contain air in the blood pathway that could not be removed. The device was changed-out and replaced with another pumphead. The bypass procedure was completed without further incident and without injury or harm to the patient. The event occurred before surgery was initiated. There was no patient involvement. Note: the centrifugal pumphead is a component of a cardiovascular procedure kit.